Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis. The cause was unknown. Six days after the event onset, the patient was hospitalized for the event. The patient was treated with meropenem injection (1 g, every five days, route not reported) and vancomycin injection (1 g, once a day, route not reported) for peritonitis. Both antibiotics were discontinued. Eight days after hospital admission, the patient was discharged from the hospital. The patient was recovered from the event. Pd therapy was ongoing. No additional information is available.